Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. The entire lot has been sold and distributed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis nurse reported the patient found a fluid leak following treatment. The patient's effluebt was tested. The cassette was discarded. During follow up the facility's biomed technician reported the patient's effluent wa negative for infection. The patient did not require any medical intervention and had no adverse event associated with the leak. He believes the leak was created while removing the supplies rather than in treatment but he could not confirm that scenario.